Manufacturer narrative:
(B)(4): evaluation, results: based on the information provided, no root cause can be determined. Gi bleed. Conclusion: no conclusion can be drawn. Based on the information provided, no root cause can be determined.

Event description:
One endeavor rx drug eluting stent diameter 2.5mm length 14mm was deployed in the 1st obtuse marginal. Approximately 11 months post index procedure, the patient arrived to the hospital with (B)(4). Patient underwent an emr (endoscopic mucosal resection) for sigmoid polyp which was confirmed as benign. Event is reported to have had no relation to the product, zotarolimus or procedure. Patient recovered. Procedural cd images or procedural notes have not been provided for review. No additional clinical sequelae have been reported.